Event description:
The sales rep reported that the screw snapped during surgery. The head was recovered and kept by the hospital.

Manufacturer narrative:
Device not returned for evaluation as it was retained by the hospital. If additional information is received it will be reported on a supplemental report. Device retained by the hospital.